Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 124 mg/dl. While on call, customer noticed that battery compartment was completely broken causing battery cap not to be able to screw on. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was monitored with multiple basal rates. The pump functioned properly. No blank display or display anomaly was noted. No damage inside the pump was noted. The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube and broken battery tube threads.